Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient experienced high blood glucose level and diabetic ketoacidosis due to a kinked cannula but there was no alarm from the pump. Consequently, on (B)(6) 2020, she was admitted to the hospital with blood glucose level of 30 mmol/l, where intravenous insulin drip was administered as corrective treatment which resolved the issue. The patient was hospitalized for five days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.